Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: ups 9733625 800va 120/240 selectable. A medtronic representative went to the site to perform a system checkout. The uninterruptible power supply (ups) was replaced. Fdm b01, fdr c02, fdc d02 are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was an irregular sound coming from the uninterruptible power supply (ups) and the system was turning off by itself. There was no patient involvement. Additional information was provided stating that the system was plugged into a known functional electric outlet when the shutdown occurred.